Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had infusion sets with bent cannula. They had to treat with manual injection. The customer¿s blood glucose level during the incident was within 400 mg/dl to 500 mg/dl. Their most current blood glucose level was 211 mg/dl. Troubleshooting was performed for the bent cannula. The device will not be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.